Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient needing an impella cp for mechanical circulatory support. During aortic valvuloplasty the patient's blood pressure dropped once the trans-catheter aortic valve replacement (tavr) valve deployed. The attempt was made to utilize the imeplla cp for support; however, there were issues with the femoral access. Due to the patient's vascular anatomy the implant attempt was aborted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.